Event description:
A user facility returned the olympus, model tjf-160r, evis exera duodenovideoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, it was found that the forceps elevator wire was damaged due to mechanical/chemical stress applied by repeated use for a long duration. This report is submitted due to the forceps elevator wire damaged due to mechanical/chemical stress applied by repeated use for a long duration. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that some of the wires that compose the forceps elevator wire were cut or frayed due to mechanical/chemical stress applied by repeated use for a long duration (handling issue). In addition, the evaluation found an a-rubber leak, a-rubber glue chipped, bending tube deformed, connecting tube buckled, grip unit scratched, air/water nut and suction cylinder nut paint peeling, biopsy knob discolored, up/down knob and universal cord scratched, k-pipe torn, wire stopper angulation out of specification, wire stopper disconnected and the up/down knob angulation out of specification. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the strand became cut due to wear and tear from repeated operation of the forceps elevator. Moreover, the k-wire became frayed and raised by repeated brushing around the elevator and attachment/detachment of distal cover. The user can properly detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ¿the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning." "When attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ there is a possibility that the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: ¿brushing around the forceps elevator and instrument channel outlet: using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." Olympus will continue to monitor field performance for this device.